Event description:
The customer reported a failure to discharge during a pt event. The users switched to a different defib to deliver treatment. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a pt event. The users switched to a different defib to deliver treatment. There was no report of negative pt impact. There were no ECG strips saved from this event. The hospital biomedical engineer evaluated the device and the reported symptom could not be reproduced. The device passed all testing. The philips field service engineer evaluated the device and couldn't reproduce the reported symptom. The device passed all testing. We are unable to determine the cause of the reported symptom.